Event description:
The pt reportedly no longer uses his device. He reported that his device does not work. External equipment was exchanged. However, the problem was not resolved. Surgery to explant the patient's device will be scheduled.